Manufacturer narrative:
The manufacturer was notified on 8/18/17 that a device had failed at the facility. The failure mode was unknown. Attempts were made to find out what type of failure had occurred. On 8/28/17 the distributor provided the "complaint and feedback report" with details regarding the failure. The aware date of the needle break is 8/28/2017. The facility has not returned the device for complaint evaluation. A supplemental MDR will be filed upon evaluation the device and completion of the complaint investigation.

Event description:
Per the information provided, during a gluteal tenotomy the needle separated from the microtip and remained in the patient when the doctor withdrew the handpiece. The needle was located using ultrasound and the doctor enlarged the original incision site so that the needle could be reached and removed from the patient's tendon. The procedure was stopped at this point. It was reported that the patient was in pain due to the larger incision. The patient was under mac sedation for the procedure for 45 minutes.

Manufacturer narrative:
The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.